Manufacturer narrative:
This report is submitted august 15, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a lack of performance with the device. Additionally, the patient was experiencing non-device related medical issues and required the device to be explanted in order to undergo MRI scans. The patient was not reimplanted with another device, as of the date of this report.